Event description:
It was reported that the stent elongated. Reportedly, the stent was deployed to treat a stenosed lesion located between the left common iliac artery and the left external iliac artery. The length of the stent should have been 6 cm. However, under imaging, the stent length was estimated to be about 8 cm long. A 5x80 mm balloon catheter was inserted and used to measure the length of the stent, which was determined to be about 8 cm long. There was no report of injury to the pt.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultralink meter is giving inaccurate high readings of "148 mg/dl" compared to the hospital meter reading of "97 mg/dl." The patient's diabetes is managed with an insulin pump. On (B)(6) 2010 at 3:15 pm, the patient administered self treatment with glucose tablets/glucose gel. It is not known why the patient took the alleged treatment at the time of concern. On (B)(6) 2010 at 2:30 pm, the patient obtained the alleged inaccurate high reading. The patient did not take action based on the alleged reading on the subject meter. At 3:15 pm, the patient claimed she developed symptom of feeling dizzy. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the reported meter readings of "148 and 97 mg/dl" were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. The patient's alleged treatment preceded the alleged inaccurate high reading. In addition, the patient's symptom did not meet the criteria of a serious injury. Hence, there is no evidence that the patient suffered a serious injury due to the product issue. However, the complaint is being reported due to the alleged inaccurate high issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k073231.